Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer is having issues with no delivery. Customer stated they are unable to push/pull air and insulin through. The customer was advised that they are multiple reasons for no delivery, in order to find the issue they must troubleshoot. Customer stated they will call back if they receive another no delivery. They did mention when it happens, he does change the set. The customer's blood glucose was unknown.